Event description:
It was reported that a spectrum iq infusion pump stopped infusing without user input during a vasopressin infusion. The patient was receiving vasopressin, when the "infusion complete" alarm appeared and the pump reportedly ceased operation. The event was associated with a reported decrease in the patient¿s blood pressure. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.